Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 6 years and 1 month following the implant of this transcatheter bioprosthetic valve, endocarditis was noted. An unspecified intervention is required to treat the endocarditis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Corrected data: b2. Outcome attributed removed updated data: b5. Second paragraph added h6. Patient and device codes added additional codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 6 years and 1 month following the implant of this transcatheter bioprosthetic valve, endocarditis was noted. An unspecified intervention is required to treat the endocarditis. No additional adverse patient effects were reported. Additional information was reported that severe aortic insufficiency and mild aortic stenosis were identified, along with confirmed endocarditis. Vegetation was present on echocardiography. The patient did not have a medical history of endocarditis or any known factors that predisposed the patient. No additional adverse patient effects were reported.